Manufacturer narrative:
(B)(4). Limited information is available and it is unknown if the product malfunction occurred during a procedure.

Event description:
Limited information: a kit was found to be rusty while conducting stock inventory.